Event description:
Machine not picking up ground pad to patient. Tried multiple pads. Fs log # (B)(4). Quantum2000 electrosurg 909075 e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation. X-inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: based on the s/n this complaint unit was manufactured in late 1990's. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 99015, this unit was at csi on (B)(6) 2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint units' front panel board was no longer operable. Root cause: given the age of the device and no history of a return this unit is deemed as to have a wear and tear failure of the front panel board. No other information is available on this unit to further ascertain if the failure is a fatigue of a component or components or if is there is a physical wearing of the patient pad connector. *correction and/or corrective action the q2000 is obsolete and discontinued. A repair is not possible and the customer elected to have the unit returned 'as-is'. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Machine not picking up ground pad to patient. Tried multiple pads. Fs log # 99015. Quantum2000 electrosurg 909075 (B)(4).

Event description:
Machine not picking up ground pad to patient. Tried multiple pads. Fs log # 99015 1216677-2022-00257 quantum2000 electrosurg 909075 e-complaint(B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint 2022-08-0000484 distribution history: based on the s/n this complaint unit was manufactured in late 1990's. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 99015, this unit was at csi on 8/25/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint units' front panel board was no longer operable. Root cause: given the age of the device and no history of a return this unit is deemed as to have a wear and tear failure of the front panel board. No other information is available on this unit to further ascertain if the failure is a fatigue of a component or components or if is there is a physical wearing of the patient pad connector. *correction and/or corrective action the q2000 is obsolete and discontinued. A repair is not possible and the customer elected to have the unit returned 'as-is'. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.